Event description:
It was reported that the device had over infusion. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action # annex a: a040502, a0404, a1801. Annex g: g02017, g0301201, g04037. Annex b: b01. Annex c: c0601, c07. Annex d: d01, d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an over infusion was not confirmed, was not reproducing during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional test observed no issues, and all tests passed, indicating the occluders and spring were functioning as intended. Review of the pump module event logs showed no event was recorded on the reported event date. The last infusion programmed on the suspect pump module was recorded on (B)(6) 2025 at 7:07 pm, a rate of 125ml/h was programmed and a volume to be infused (vtbi) of 250ml. At 9:07 pm, the infusion rate was modified to 20ml/h with a vtbi of 0ml, the infusion transitioned to keep vein open (kvo), then the user pressed to pause. At 9:32 pm, the user pressed channel off. According to the bd alaris¿ system v9.19 with guardrails states: do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The system was being used for treatment purposes as intended per 21 cfr 820.198 (d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had over infusion. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.